Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia. The customer's blood glucose level was over 600 mg/dl at the time of hospitalization. The customer¿s other blood glucose were 316 mg/dl and 400 mg/dl. It was reported that the customer was irritated. The customer reported that they do not feel okay for troubleshooting. The customer was unable to complete the care link upload. The insulin pump will not be returned for analysis.